Event description:
Report received from the USA stating that the cutter was stuck inside the device. It was reported that the device was used in surgery but without pt or user injury. It is unk if there was delay or intervention. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.